Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 436 mg/dl. Customer treated their blood glucose with a basal and several boluses. It was also found the customer did not have any symptoms of high blood glucose. The customer also reproted they did not observe insulin exiting during a bolus. Troubleshooting did not find any issues with the insulin pump. It was also found the customer had threshold suspend alerts since their high blood glucose event. The customer also reported they were treating a low blood glucose event with candy at the time of the call. Customer declined to return the insuiln pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.